Event description:
A wire was inserted into the patient's right arm and was unable to progress through the artery. This wire was not able to be removed from artery after malfunction. Another doctor was consulted for surgical intervention. The patient went to the operating room (or). An incision was made in the patients right forearm. Then, 8.5 cm of wire was removed from the patient's artery and was sent to surgical pathology. The rest of the wire was pulled from the patient's artery and was placed into a biohazard bag to report malfunction.